Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the loi could not maintain suction during the laser treatment. The procedure was completed successfully. No patient injury and/or complications were reported. This report is for the loi. A separate report will be filed against the catalys system.

Manufacturer narrative:
Correction: h4: correction: in initial report, the manufacturer date provided was inadvertently reported as dec 14, 2022, however the correct date is dec 15, 2022 for the loi. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes, returned to manufacturer on (B)(6) 2023 section h3: device evaluated by manufacturer: yes device evaluation: one (1) reported liquid optics interface was received opened within original packaging confirming the reported lot number. A visual inspection of the returned product did not reveal any obvious defects or damage. Functionality tests were performed, and the results were found within specifications. The reported event was not confirmed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.